Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral ¿ unknown part and lot. Unknown articulating surface ¿ unknown part and lot. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-10165, 0001825034-2018-10167.

Event description:
It was reported patient was noted to have bone scans showing possible loosening or infection approximately 5 years post right primary total knee arthroplasty and was treated with an injection 1 week later. Attempts have been made and additional information on the reported event is unavailable at this time.